Event description:
It was reported that the customer received 4 catheters in one box and 1 of the catheter tubes was broken; however, the catheter inside was fine. The catheters were received in a triangle shipping box and the catheters were bubbled wrapped, the other 3 tubes were a little bent but the tubes were not broken.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The triangular outer brown box was found crushed in the central area. The gray tube was broken 44cm distal of the clear adaptor. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the triangular outer box; it was found that when the catheter tube was placed to one end of the outer box, the break area lined up with the damage on the outer box. The catheter was found to be bent at the same location as the broken outer tube. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.